Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a light guide lens with foreign objects, and the c-cover had a burn. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the burn marks on the cover were assessed to be due to the contact between the cover and an activated electrode. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.